Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber had loss of power and the tip of the fiber is broken. The procedure was completed with another fiber and there was no information regarding patient outcome.